Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the pump was buzzing and she was not able to get the screen to light up. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display, fault isolated to the connector. We were unable to perform the self -test, displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, prime and seating test due to blank display. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.